Event description:
The customer reported approximately 3 ml of clenz leak from the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was contained within the instrument and no error messages were generated at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were affected by the leak and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed a leak from the probe wash collar onto the amtc (air mix temperature control) module. The fse stated that there was no visible damage to the module and proceeded to replace and align the collar to resolve the leak. The fse also replaced a plugged retic stain chamber wash line during the visit. The fse noted carryover from insufficient rinsing and proceeded to replace the probe clean vacuum valve vl341. Results: failure mode of the event is attributed to the probe wash collar in the sam (sample aspiration module). Another failure mode is attributed to a plugged retic stain waste line. (B)(4).